Event description:
Please see initial MDR 0001811755-2014-00980 for complete event description.

Manufacturer narrative:
It was reported that the pedicle screws were placed at the wrong level during a thoracic fusion procedure using spinemap 3d software with the stryker nav3i platform. The patient had been in a car accident resulting in a large vertebral fracture at level l5. The patient was a 350 pound man with a 104°f temperature and fluid in his lungs at the time of the procedure. The preoperative scan was performed on the patient one day after the car accident and that the image was very grainy due to the patient¿s large size. The initial surgery wasn't performed until three days after the preoperative scan was taken. The preoperative plan was to fuse levels t5-t6 only. The surgeon used point to point and surface match registration methods. After the surgeon registered the patient he touched off on the landmarks and the navigation system showed that he had registered off one level. The surgeon then performed a new registration. The surgeon stated the registration was medial but chose to accept the registration and continue the process to navigating the procedure. The surgeon was unable to place a c-arm around the patient or to take an x-ray during the procedure due to the patient¿s large size. Due to a family connection, the family chose to electively transport the patient to another facility on their own behalf so the family connection could perform care going forward. A revision surgery was completed successfully on the patient by a different surgeon at the new facility. The original instrumentation was removed and the fracture at t5 was fused three levels above and three levels below. The patient is reported to be doing fine. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
Please additional manufacturer narrative.